Event description:
Follow-up information was received on 10-aug-2024: the patient was injected with radiesse(+), for treatment of jaw lines. It was not injected into the lips. Two injection sites (in front of and behind the jowl) were on the left part of the face and the same on the right one. All balls were near the injection site. On (B)(6) 2024, the bawls (as reported) were already there. According to the physician, oral corticosteroid therapy did not help at all. On (B)(6) 2024, 15 days prior to this report, the physician injected kenacort into the lesion and explained that was waiting for the results. The outcome of the events remained unchanged.

Manufacturer narrative:
This case was assessed as reportable to the FDA as the event, lumps/balls/granulomas (injection site nodule) and hard (injection site induration), was deemed to meet serious injury criteria of disability or permanent damage. The device history record could not be reviewed as the lot number was not reported.

Event description:
This spontaneous report was received from a french physician via a sales representative and concerns a 56-year-old female patient. She was injected with a total of 3.6 ml of radiesse(+), into the oval of the face on both sides, for treatment of the jawline, on (B)(6) 2023. The patient was injected in 4 injection sites, in front and behind the jowl, using a 25g cannula and retrotracing technique. The patients medical history, allergies and aesthetic injections were reported as none. In 2023, reported as quite quickly after the radiesse(+) injection (as reported), the patient experienced lumps in the injected area. The physician thought that was classic and asked the patient to massage and wait. On (B)(6) 2024, the patient came back to see the physician and the balls were still there. Corrective treatment included 5 ml of mixture of sodium chloride (around 3 ml) and xylocaine (around 2 ml), injected into the nodules and around nodule, to dilute. The physician also performed powerful massage against the bone. On (B)(6) 2024, the patient came back to see the physician and it was even worse. The impression was there was a real cyst attached to the dermis, especially in the left jowl. On palpation, the cyst measured around 2 cm in diameter and was very hard. There were 5 other smaller balls around 5 mm in diameter. All the balls were near the injection areas. There was no pain nor specific inflammatory associated signs. The physician thought these were granulomas. Granuloma was not histologically confirmed. On (B)(6) 2024, the physician prescribed to the patient corticosteroids per os during 15 days (40 mg per day the 3 first days, and then 20mg per day the 3 following days and 10 mg per day the 3 others and 5 mg per day the other days). He planned to inject kenacort (glucocorticoid) into the cyst, but the biggest one was so hard he was afraid if it was possible to inject into the cyst . The physician planned to see the patient again the latest in 15 days. Systemic antibiotic was not prescribed. The outcome of the events was reported as not resolved.